Event description:
Customer reporting a false positive sars result due to atypical "amplication" curve (flat positive) that tested negative on repeat. Symptomatic status of patient is unknown or if additional methods were run. When trying to gather further information the customer communicated the issue had resolved and further investigation was not required.

Manufacturer narrative:
Investigation summary: quality control specialists tested retained kit-specific reagents from the same lot. No performance issues were found in house. All results were found to meet specifications. Root cause: can not duplicate with retain testing; unable to determine. Source: email.